Event description:
It was reported that during procedure, the console displayed error code 153 (laser deck - shutter not closed), and 156 (laser deck - attenuator test fail). The patient could not be operated. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
The console was field service at the user's facility. The console logs were reviewed, and it was confirmed that error code 153 (laser deck - shutter not closed) had been displayed, although it could not be replicated. Thus, the shutter assembly was replaced, and a partial recalibration of the optical cavity was performed. The pyro was also aligned and calibrated, along with the safe and main values. Energy and functionality tests were completed successfully. No additional errors were found. The reported allegation of console displayed error 156 (laser deck - attenuator test fail) was not confirmed. Also, the shutter assembly was received at our post market quality assurance laboratory; this component was thoroughly analyzed. Visual inspection of the shutter assembly identified that one armed was disconnected from the frame, one mirror had a damaged surface, and the other arm was able to move up and down with no issues. A device history record (DHR) review was completed, and it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review of the moses pulse hazard analysis was completed and confirmed that the event of surgical procedure delayed was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on all available information, the reported event of the console displayed error code 153 (laser deck - shutter not closed) was confirmed. Therefore, an investigation conclusion code of cause traced to component failure was assigned to this investigation.